Event description:
It was reported that the patient received an elective replacement indicator (eri) message only nine days after the implantable pulse generator (ipg) was implanted. It is unknown whether the patient was a high frequency user. The physician does not believe the patient was programmed at higher than normal therapeutic settings or levels. The last known energy use index (eui) is unknown. The patient subsequently underwent a procedure in which the ipg was replaced.